Event description:
The rptr indicated that it was difficult to insert the lead into the pacemaker header. The next day there was no capture. The pt was taken back into surgery where it was observed that the lead was filled up with blood and the lead connector was halfway into the header. The device was explanted.